Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping skin under the front electrodes. It was reported the patient was admitted to the hospital, there is no evidence the patient was admitted due to the device causing or contributing to a serious injury. The patient used connective tissue cream and a lotion called (B)(6). The irritation improved with a prescription lotion from a dermatologist.